Manufacturer narrative:
There was no material returned from the customer. Batch record documents were reviewed and no problems were found during packaging of the test strip vials. There is no evidence that suggests an error during packaging. It is unlikely that the box did not contain a code key during packaging. All plausibility checks and in-process-controls were successful. Despite the various tests and precautions, sporadic and undetected production issues can never be ruled out completely. No significant numbers of complaints regarding this issue have been reported. Retention material was found to be acceptable.

Manufacturer narrative:
(B)(4).

Event description:
The patient stated that she has two vials of the same lot of test strips that are missing code keys. Both vials came in the original box and were sealed. The customer first noticed that the code keys were missing on (B)(6) 2016. The patient received erroneous results when testing with coaguchek xs meter serial number (B)(4). The incorrect code key was programmed in the meter when the patient tested. The meter result was 4.4 inr on (B)(6) 2016. During the prior week, the patient tested a sample on the meter using the same test strips and the result was 1.7 inr. The customer reported both results and results were sent to the patient's doctor. The doctor advised that something must be wrong with the meter since the results were not accurate. The patient was not adversely affected. The patient's therapeutic range is 1.2 - 1.5 inr. The patient is not anemic, does not suffer from antiphospholipid antibodies, and is not on heparin therapy or direct thrombin inhibitors. The patient has had no changes in coumadin dose, no new medications, no changes in diet, and no recent illnesses. The patient does not have symptoms of bleeding or bruising. The patient's product was requested for investigation and replacement product was sent to the patient.

Manufacturer narrative:
Relevant retention test strips (lot 144577-10 and 124157-10) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention materials were within specification. No materials were returned from the customer.